Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead threshold could not be set, loss of capture and low sensing was noted. The physician decided to reposition the lead, the issue was not resolved, the lead was capped and replaced successfully. The patient's condition was good post procedure.